Manufacturer narrative:
There were no alarms on the last calibration performed on 07-nov-2024. Quality controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed on the day of the event. Abnormal aspiration alarms were observed on previous testing dates of 06-nov-2024 and 08-nov-2024. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The calcium reagent lot number was 79447001, with an expiration date of 30-jun-2025. The field service engineer checked the analyzer condition, adjustments, and performance. A hardware check and precision studies recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen. 2 on a cobas 6000 c (501) module. The customer repeated the samples due to the values being critical. The samples were repeated and the final repeat values were deemed correct. The first sample initially resulted in a calcium value of 4.0 mg/dl. The sample was repeated twice, resulting in values of 9.5 mg/dl and 9.7 mg/dl. The second sample initially resulted in a calcium value of 3.0 mg/dl. The sample was repeated twice, resulting in values of 9.6 mg/dl and 9.5 mg/dl.